Event description:
On (B)(6) 2011, this pt underwent endovascular repair whereby two gore dryseal sheaths were used. The physician removed the dilators from an 18 fr and 16 fr dryseal sheath. During the procedure, the physician needed to re-insert the 18 fr dilator, however, the physician claims that a distinction between the 16 fr and 18 fr sheath could not be made. The physician inserted the dilator from the 16 fr sheath, which resulted in trauma to the iliac artery at the access site. A surgical cut-down repair of the iliac was performed. A transfusion was performed.